Manufacturer narrative:
(B)(4). The lot 13m013 was manufactured from november 7, 2013 to november 8, 2013. The evaluation of the returned device is complete. Visual inspection of the device noted the blue winged luer cap was missing. However, as the device was not returned in its original packaging, it is unknown whether the component was in the packaging prior to opening, and a defective product was unable to be verified. The cause of the missing component is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation, it was found that the blue winged luer of a small volume intermate was missing. There was no report of patient involvement. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.